Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse did not find an instrument malfunction. The fse replaced the sample probe tubing and adjusted the reagent probe 1 (r1) and reagent probe 2 (r2) calibration. Quality controls were then run and within range. The cause of the discordant, falsely elevated tni result is unknown. This instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely elevated troponin I (tni) result was obtained for one patient sample on an advia centaur xp instrument. The discordant result was reported to the physician(s). The patient was admitted to the e.r. And the discordant result was not questioned as the patient was listed as a possible stroke victim. The auto rerun resulted lower than the initial result, but this was never reported to the ER. Four hours later a second sample from the patient was run and resulted lower than the initial result and the same as the auto rerun result. The discordant result at this time was questioned by the physician(s). Both samples were rerun again and each rerun resulted lower than the initial result and the same as the other rerun results. The rerun results (except the auto rerun) were reported to the physician(s). There are no known reports of adverse health consequences due to the discordant, falsely elevated tni result.